Event description:
Care provider moved the sara 2000 toward the resident, as the sara 2000 was moving foreward the resident scraped the top toe and abrasions to shins. The resident feet were not raised sooner.